Manufacturer narrative:
The complaint sample was received incomplete and the reported event was not confirmed. A cup simulant could be attached and detached with no issues observed. The weld adjoining the ratchet housing and the offset cup impactor body is fractured all around, however, the device functions as intended. The complaint sample is worn and etched per applicable drawings. Analysis of production records did not reveal any discrepancies. No further investigation required. Event notification was received (B)(6) 2018 which did not meet reportability requirements at the time with the information available. However, the device was received (B)(6) 2018 which contained the fracture. Complaint information provided by distributor, depuy synthes.

Event description:
It was reported during an unknown patient procedure that the offset cup impactor is not connecting to the cup during implantation of the cup. No adverse events nor patient consequence were reported as a result of the malfunction.